Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced an infection that resulted in a pump explant two weeks after it was implanted. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.